Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A family member contacted animas and asked if she could donate the patient's pump. She stated that the pt died on (B)(6) 2011; she reported, the cause of death as heart failure complicated by diabetes and chronic obstructive pulmonary disease. The family member noted that the pt was blind and required her assistance with blood glucose (bg) testing as well as pump programming. The family member stated that she was hospitalized at the time of his death and had been unable to provide assistance to him during that time. She reported that friends were taking care of the pt, one of whom was a pump user. The family member said that they told her that the pt's bg was elevated prior to his death "but not alarmingly so." She said that she does not know the bg reading. They told her that they delivered a correction bolus via syringe and 5-10 minutes later attempted to re-check his bg. The pt apparently had died in the interval between delivering the bolus and rechecking his bg. The family member stated that his usual bg was between 120mg/dl and 160mg/dl. The pt recently had a reported bg elevation in (B)(6) 2010, the pump was replaced at that time, and the pt had good bg control since that time. The family member remarked that she was the patient's main caretaker and knew the pump very well; she denied by malfunctions or defects prior to the patient's death; and she does not implicate the pump in his death. This complaint is being reported because, there is insufficient evidence to rule out a user error or pump malfunction at this time.